Manufacturer narrative:
The device was returned to pil for further investigation. There was an initial allegation of no power. During the evaluation pil confirmed that the device has no power and no airflow. During the investigation, pil observed the left clip on the water tank lid was broken off. An unknown contaminant was observed on the water tank lid and water tank seal. A dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, inlet/outlet seal, center enclosure, iso port, inside the blower box, on the blower, blower seal, blower box, heater plate spring and bottom enclosure. Pil observed burn marks due to a thermal event on pca, on the ui display bezel and ui ribbon cable and observed hair-like particles on the top enclosure and inlet/outlet seal. Pil was able to confirm the complaint but did not address the specified symptoms. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A device was returned to a third-party service center. During the evaluation of the device at the third-party service center, found evidence of burnt pca and found evidence of burn traces. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.